Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a major infection on (B)(6) 2022. The patient had increased drainage from the driveline over several days. There was a pustule/lesion noted adjacent to the driveline site that ruptured. Blood cultures and wound cultures were sent and pending results. The patient had critical troponin levels of 61. The patient also experienced cardiac arrhythmia on (B)(6) 2022. The patient presented to the emergency department after his implantable cardioverter-defibrillator fired at least 6 times prior to arrival. His heart rate was in the 130-140 range in atrial fibrillation. The patient was found to be in ventricular fibrillation/torsade rhythm the morning after. He was awake/alert/oriented and denied chest pain. He also experienced shortness of breath with a mean arterial pressure of 75. He was cardioverted and returned to paced rhythm. The event was ongoing at the time of study completion/withdrawal.

Manufacturer narrative:
Manufacturer's investigation conclusion: the specific cause of the reported driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia and elevated troponin could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists driveline infection and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection and arrhythmia as potential postimplant complications. The heartmate 3 lvas patient handbook, describes caring for the driveline exit site. Several sections of this handbook provide care instructions regarding preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.